Event description:
Customer reported on a bravo ph capsule that failed to attach. When the customer removed the device the capsule was found on just above the vocal cords. The pt was not injured following the procedure.